Event description:
This writer contacted the home patient (hp) on (B)(6) 2012 in regards to a low drain volume alarm. The hp stated that his cat bit a hole in the patient line causing the alarm. The hp proceeded to change out the extraneal solution and cassette however the hp reused the two 2.5% solution bags. After starting over with a new supply bag and cassette, the hp was able to resume therapy successfully. The hp stated that on (B)(6) 2012 he received a check final line during sleep. This alarm was caused by a closed clamp on the final line.

Manufacturer narrative:
(B)(4).the problem was confirmed. The root cause was animal damage.the label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).